Event description:
Boston scientific received information that this right ventricular lead and device displayed high, out of range pacing impedance measurements. The patient was seen for an invasive revision procedure to investigate the clinical observation. The physician removed the lead from the device and attached it to the pacing system analyzer and the pacing impedances measured 1000 ohms. The lead was then attached to the device again and pacing impedances were, again, 1000 ohms. Defibrillation threshold (dft) testing was successfully performed at 21 joules. The pocket was then closed. The device and lead remain implanted. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.